Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received fully deployed. The download data shows the device delivered 233 pulses and completed a bolus separate from the priming sequence prior to deactivation. No rotational sensor errors were observed during the priming sequence of the device. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The needle mechanism was manually reset to the not deployed state, and then manually deployed. No issues were observed during this test that would prevent the needle mechanism from deploying as expected. The download data from the returned device shows an 0x42 alarm was generated indicating that the minimum number of pulses between rotational sensor transitions was not reached. A rotational sensor error was observed at the end of operation and contributed to the 0x42 alarm. The device was successfully reset and paired with a pdm, completed priming, and delivered a 5u bolus. No alarms or rotational sensor errors were replicated during the rerun. Inspection of the rotational sensor assembly found no damages or defects that would contribute to the rotational sensor malfunction. The root cause of the rotational sensor malfunction could not be determined.